Event description:
It was reported that oxaliplatin was supposed to be complete at 1436 and instead it ran to 1452. The intended programming was oxalipatin in 5% dextrose, 125 mg/555 ml, 277.5 ml/hour, given over 2 hours. The nurse added 70 ml of fluid and there was about 2 inches of fluid left in the bag. There was no report of patient harm. Although requested, further information not provided.

Manufacturer narrative:
Correction : serial # and device manufacture date. Sample inspection: the pump module s/n (B)(6) was received with instrument seal intact. Internal inspection observed no signs of fluid ingress and the electrical and mechanical components were observed with no anomalies. Log analysis results: on 01 february 2021 pump module s/n (B)(6) was programmed a remote IV with the following parameters: im_intermittent_primary (drug ID 842), drug amount 125mg, diluent volume 555ml, dose 68.68mg/m2, patient bsa 1.82m2, rate and vtbi 555ml and the infusion was started at 12:35 pm. At 2:36 pm the programmed infusion completed and kvo started. The user entered a vtbi 80ml and the infusion was started. Pvi at the time 555ml. At 2:51 pm the pump module alarmed for air in line and the unit was channeled off. Pvi at the time 622ml. Test results: functional testing performed on the pump module s/n (B)(6) observed no anomalies or malfunctions and the device was found to be in specification for rate accuracy. Test methods: timed rate accuracy test method (dir 10000360036) was performed on the returned source devices. Device history review: a review of the device history record showed the device had a manufacture date of 02/25/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customers complaint of under infusion was not determined. The customers reported issue of under infusion was not reproduced during testing. No errors or malfunctions were recorded on the reported incident date of (B)(6) 2021. On (B)(6) 2021 at 12:35 pm pump module s/n (B)(6) was programmed a remote IV with rate, vtbi 555ml. At 2:36 pm the programmed infusion completed, and the user entered a vtbi 80ml. At 2:51 pm the pump module alarmed for air in line and the unit was channeled off. Pvi at the time 622ml. Functional testing performed on the returned pump module s/n (B)(6) observed the device to be in specification for rate accuracy ¿ inspection of the device observed no anomalies with pump module s/n (B)(6). ¿ the device was being used for treatment purposes.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, additional patient information not provided. The device has been received and an evaluation is pending.

Event description:
It was reported that oxaliplatin was supposed to be complete at 1436 and instead it ran to 1452. The intended programming was oxalipatin in 5% dextrose, 125 mg/555 ml, 277.5 ml/hour, given over 2 hours. The nurse added 70 ml of fluid and there was about 2 inches of fluid left in the bag. There was no report of patient harm. Although requested, further information not provided.